Event description:
It was reported in the journal article titled: comparison of rapamycin and paclitaxel eluting stent in pts with multi-vessel coronary disease, (attached) that post coronary drug eluting stenting treatment procedure death from heart failure occurred. During the initial procedure an unspecified taxus express2 paclitaxel-eluting coronary stent was implanted. Target lesion location and lesion characteristics were not provided. At some point post-procedure death from heart failure occurred. No further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch # is unk and the mfg records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: ya-ling h, xiao-zeng w, quan-min j, shou-li w et al. Comparison of rapamycin and paclitaxel eluting stent in pts with multi-vessel coronary disease. Chinese journal of cardiology 2006; 34: 123-130.